Manufacturer narrative:
Follow-up #1 date of submission 07/08/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory features. All the buttons performed properly and removal of the keypad cover did not find any defects or contamination on the button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the reported button issue, it was observed that the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were not responding properly. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.